Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device currently remains implanted in the patient.

Event description:
As reported: "on (B)(6) 2023, orif was successfully completed using t2 nail for right humerus fracture. On (B)(6) 2023, the patient came to the hospital for x-ray and it revealed that the nail was broken. The doctor said that he had asked the patient not to put load on the nail, but the patient continuously put heavy load on the nail due to his work (car mechanic), so it couldn't be helped. The doctor has not decided yet whether removal/revision surgery will be performed."

Event description:
As reported: "on (B)(6) 2023, orif was successfully completed using t2 nail for right humerus fracture. On (B)(6) 2023, the patient came to the hospital for x-ray and it revealed that the nail was broken. The doctor said that he had asked the patient not to put load on the nail, but the patient continuously put heavy load on the nail due to his work (car mechanic), so it couldn't be helped. The doctor has not decided yet whether removal/revision surgery will be performed." Additional information: the patient noticed the event when he tried to tighten the tire with a tool, his arm fell down with the impact and the t2 nail was broken. The broken nail was removed and replaced with a new plate manufactured by another company.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was revised and returned for evaluation. Please also note the corrections to b2, b5, d3, h6 method, h6 clinical signs and h6 health impact code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail is completely broken at the distal end. Heavy material deformation can be seen on both the webs of proximal and distal end. The breakage surfaces are significantly worn and shiny which results from rubbing from each other after breakage. This deformation indicates that the nail was exposed to continuous high load after breakage. Due to the degree of deformation on the breakage surfaces the exact type of breakage cannot be determined. However, given the signs this seems most likely a fatigue breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. An x-ray was provided which were presented to our health care professional for evaluation, and a question about the most likely reason for this event and harm associated with it was asked, to which the medical expert replied: ¿what we see is a distal humeral shaft fracture, fixed with a nail from the proximal side. The nail and distal screws are just below the fracture line. This is also where the nail broke approximately 3 months after the initial surgery. The location of the fracture this close to the distal side of the nail results in an inadequate biomechanical distribution of the loads (especially given the nature of work that the patient does) on the implant, leading it to break, most likely in fatigue manner. Furthermore, after three months, there are little signs of healing (bone formation) of the fracture on the available x-ray. The fracture tends to become a non-union, probably related to a lack of stability around the fracture area and too much movement. This led to the implant breaking.¿ based on the investigation, the root cause of the reported event is multi-factorial: the location of the fracture, the choice of the implant given that location, and the patient activity levels post-op contributed to an inadequate load distribution, and therefore the breakage of the implant. If any further information is provided, the complaint report will be updated.